Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support suspected lead tissue encapsulation to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.